Manufacturer narrative:
As no device information was provided. Thus, the manufacture date is unknown and the field is blank.

Event description:
Additional information received indicated that the plaintiff experienced emotional distress and a product problem.

Manufacturer narrative:
This was initially reported on the summary report dated (B)(6) 2012 under exemption (B)(4).

Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced infection, bowel problems, and recurrence. Furthermore, it was reported that the plaintiff died. The cause of death was reported as malignant neoplasm breast metastasis. Related to MFR # 2183959-2015-00568, 2183959-2015-00572